Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient said she had an e.coli infection and was on antibiotics in may for hep spinal incision, but reported after cultures, and two different antibiotics the wound is now clear. No further complications were reported. No additional patient symptoms were reported.